Manufacturer narrative:
There is no reported allegation against the liberty cycler or documentation indicating the liberty cycler caused or contributed to the patient¿s diarrhea and hypotension which warranted inpatient hospitalization. There is a likely relationship between the patient¿s hypotension and fluid loss due to the patient¿s frequent diarrhea. It etiology for the patient¿s diarrhea can not be determined with the information available. The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up on an unrelated customer experience, the peritoneal dialysis nurse reported that on (B)(6) 2017, the patient (pt.) On continuous cyclic peritoneal dialysis (ccpd) therapy presented to his primary care physician (pcp) office with low blood pressure (reading unknown) and subsequently sent to the emergency room (ER) for further evaluation. The patient was admitted to the hospital ((B)(6) 2017) with complaints of worsening diarrhea (occurring once every hour; unknown period of time), chills and positional lightheadedness/dizziness occurring over the prior 5 days for which the patient was taking midodrine as prescribed be his nephrologist. Additionally, it was noted the patient¿s white blood cell count (wbc) was mildly elevated and the patient was continued on antibiotics (unknown medication, dose, route, frequency). Further evaluation revealed the patient was negative for clostridium difficile and the pd effluent culture did not indicate the patient had peritonitis. The patient¿s diarrhea resolved during hospitalization and antibiotics were discontinued. On (B)(6) 2017, the pt. Was discharged from the hospital in stable condition continuing pd therapy.